Event description:
The table was being used during a surgery. The hospital staff reported that they tried to lower the table using the hand control, but the table would not lower. The hospital staff reported that approx. Thirty minutes later, the table descended about two inches without any direction from the hospital staff. The hospital staff were able to complete the procedure without further incident. There were no injuries reported, and no treatment for any injuries required.